Event description:
Hospital advised that an epidural was set up to infuse at a rate of 6cc/hr. The nurse observed the lidocaine was freeflowing prior to starting the pump on the pt. There was no pt consequence.